Manufacturer narrative:
Concomitant products: dtma1q1 crtd; 5076-52 lead implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced extracardiac stimulation consistently when they laid on their right side. During troubleshooting the physician had the patient on their right side and with programming changes no stim was reproduced. The lead remains in use. No further patient complications have been reported as a result of this event.